Event description:
The device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the device was not forming clips properly. The device jammed during surgery. There was no consequence to the pt.